Event description:
The customer contacted beckman coulter inc (bec) to report a leak under the lh500 instrument. Patient samples or treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. On the day of the event, customer technical support (cts) called and instructed the customer to inspect the pv 21 and change the needed cartridge. The customer continued to experience the same issue. A bec field service engineer (fse) was dispatched and observed that the drain line to vc3 was crimped and preventing chamber form draining. The fse repositioned drain tubing for vc3. Root cause for the leaks was the actuator at pv21 was sticking not allowing for the proper draining of the needle bellows.

Manufacturer narrative:
(B)(4).